Manufacturer narrative:
Corrected data b5: there are no allegations against this device as it had normal device characterictics.

Event description:
Additional information was received that determined this device was inadvertently reported on as device exhibited normal device characteristics.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not receiving therapy and the ipg was inoperable. It is unknown when the patient last had therapy. As a result, surgical intervention may occur to address the issue.